Event description:
The customer contact reported that while operating on battery power, the pump powered off by itself without sounding an audible alarm tone. On an unspecified date and time, the pump was programmed to delivery 5-fluorouracil 3400mg/250ml, at a continuous rate of 2ml/hr, container size of 275ml, to infuse for a duration of 5 days. The customer contact reported three days later at an unspecified time, the pt noted that the device had powered off without an audible alarm tone. The batteries were changed and the delivery was restarted. The pt returned to the physician office on the fifth day of the infusion. At this time, 50 ml was remaining in the bag instead of expected 30 ml. The pump was removed from clinical service and therapy was resumed using a replacement device. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing by appropriately sounded an alarm tone when a power loss was induced. The device history indicated that ion 2006 at 1237 the device was powered on and programmed in the continuous only delivery in ml, to deliver at a rate of 2ml/hr, container size of 275 ml. Between 1237 and 1515, the device was powered on and off four times between and the infusion was started at 1516. Between 1527 and 2047. At 0000 a date stamp following day occurred. At 1059, alarmed with two there error codes. At 1100, the device was powered on and the infusion was started at 1101. At 1141 the infusion stopped. At 1144, there was a start alarm. At 1145, the silence key was pressed and at 1149 the device was powered off. At 1210, the device was powered on. At 1211, the device was powered off, powered on and the infusion was started. At 0000, there is a new date stamp one day later. At 0000 there was a new date stamp on the next day. Between 0138 and 0204, the device alarmed multiple times for occlusion. At 1022, there was a power loss alarm. At 1051, the device was powered on. At 1057, the device was powered and powered on at 1115. At 1118, the infusion was started. At 0000, there was a new date stamp the following day. At 1026, the device alarmed power loss, the device was powered on and the infusion started. At 1040, there was an error code alarm. At 1041, an error code and a power loss alarm occurred. At 1042, the device was powered on and the infusion started. At 1050 the infusion was stopped. At 1053, there was a start alarm. At 1054, the infusion was started and at 2150 there was a power loss alarm.